Manufacturer narrative:
Upon inspection and testing of the device, the customer¿s allegation of error code e333 was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer visera elite ii video system center had an error code of e333 during an operation and they reported the endoscopic image was reflected. The therapeutic laparoscopic colon resection was completed with the same device. There were no reports of patient or user harm.